Manufacturer narrative:
A product development investigation was performed for the subject device (drill bit ø2 w/double marking l140/115 3, part number 323.062, lot number 9900932). The subject device was returned with the complaint condition stating: the drill bit was found broken at the tip as complained. The broken fragment is missing. Visible signs at the cutting edges indicates contact with other metallic part during drilling procedure. Measured hardness during manufacturing procedure confirms that all results are within specified range 52 -0/+3hrc, result: min. 53.2 hrc ¿ max. 53.3 hrc. Therefore, we can confirm material quality of the broken part. Measured dimension of the shaft near the breakage shows conformity as well: measuring tool: (B)(4), tolerance 2.0mm 0/-0.03mm result: 1.99mm = pass. No manufacturing related issue could be identified. Due to visible damages at the cutting edges, we reasonably conclude that mechanical overloading during drilling as result of damaged cutting performance may have caused the breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Telephone number: unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review was performed for the subject device lot number 9900932. Manufacturing location: (B)(4). Date of manufacture: apr 21, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported device was used in surgery for the supracondylar fracture of humerus on (B)(6) 2017. The va-dhp (variable angle distal humerus plate) was used during the operation. During drilling the medial side of the humeral shaft, a breakage of the tip of the drill bit in question occurred. In the cortical bone, the broken tip was remained. Even though the surgeon tried to remove the broken tip, since the plate had been almost already set up, the surgeon decided to close the wound and complete the procedure without removing the broken tip. The surgeon commented that the removal surgery is not scheduled so far, because the broken tip was not touching the plate or the screw, and also the patient is elderly. No delay in surgery was reported, patient outcome is ok. Concomitant device: 1x 329.291 / lot unk (bending pliers f/clavicular plates, l 227mm) unk quantity of unk screws. This is report 1 of 1 for com-(B)(4).